Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred and the pump touchscreen was intermittently unresponsive. There was no reported adverse impact to the customer¿s blood glucose level. The customer declined troubleshooting nor provided additional information regarding the issues.